Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave a false positive. No patient injury.

Manufacturer narrative:
Correction: evaluation summary: one 01-0034 device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. Details regarding a visual inspection were not provided. It was reported the unit gave a false positive. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that a screw boss was broken off of the front assembly. The condition of the product was addressed by replacing the front panel assembly. If information is provided in the future, a supplemental report will be issued.